Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The event is detectable by handling the device in accordance with the following instructions for use (IFU). "Inspection of the instrument channel" occurrence of the event is reduceable/preventable by handling the device in accordance with the following IFU: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the labels were no properly affixed, there were chips in switch #1 and switch #2, the borescope found tears in the channel, the angulation "up" was low, control knob movement had a play, the plastic distal end cover had dents and scratches, the objective lens had tiny edge chip, scratches and worn glue, the light guide lens had a small edge chip and worn glue, the bending section cover glue was cracked, the insertion tube had minor scratches and snakiness, the air/water supply was not clearing in 10 seconds, the air/water channel inlet was bent, the scope connector had dent and scratches and the light cover glass was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the colonovideoscope they could not get the scrubbing brush down the movable end to clean it. There was no patient involvement. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: seeds were found inside suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.